Event description:
The article, "patient-prosthesis mismatch after mitral valve replacement using bileaflet preservation technique for mitral regurgitation", was reviewed. The article presented a case study of a 61-year-old female patient with a history of chronic diastolic heart failure, pulmonary hypertension, and severe mitral regurgitation due to sclerotic mitral valve leaflets secondary to prior infective endocarditis. A 27mm epic valve was selected for implant on an unknown date for a mitral valve replacement (mvr). The device was implanted. On an unknown date the patient presented to the hospital with progressively worsening dyspena and exertional chest pain. Transesophageal echocardiography (tee) 1 year after the procedure demonstrated a mean prosthetic transvalvular gradient of 17.5mmhg. The device appeared to be normal without structural deterioration. There was no evidence of infective endocarditis. Given the high gradient despite normal leaflet motion, patient prosthesis mismatch (ppm) was diagnosed. A re-do mvr was performed on an unknown date. The epic valve was explanted, and a 31mm edwards magna ease mitral valve was implanted. The patient was discharged on postoperative day five. At one and six month follow-ups, the patient reported near-complete resolution of symptoms. [The primary and corresponding author was toshinobu kazui, division of cardiothoracic surgery, department of surgery, banner university medical center-tucson 1501 n. Campbell ave., rm 4302, tucson, az 85724-5071, with corresponding e-mail: tkazui@surgery.arizona.edu.]

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: patient-prosthesis mismatch after mitral valve replacement using bileaflet preservation technique for mitral regurgitation b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.